Event description:
On august 14, 2006, the lay user/reporter (patient's mother) contacted lifescan alleging that the one touch ultra was displaying unspecified error messages. The medical affairs specialist (mas) sent a letter on august 21, 2006, since the reporter cannot be reached by telephone. The mas listened to the original call to obtain/verify the following information. For an unspecified time period, the patient was getting the error messages on his meter. In 2006, at night, the patient last attempted to test on the meter but was getting the error message and around the same time, the patient was not feeling well and was throwing up. While experiencing the symptoms, the patient tested on another device got a "544 mg/dl" and then took an unspecified dose of insulin. The next day, at 3-4pm, the patient went to the hospital, obtained blood glucose results of "594 mg/dl" on a hospital meter and was treated with insulin for high blood glucose. The customer care advocate walked the reporter through a test and confirmed that the patient was getting "error 4" messages. The cca verified that the test strips were in good condition and the meter was exposed to temperature within range. The "error 4" message was unresolved with troubleshooting. It would be helpful to obtain the following: the patient's testing frequency and medication regimen, how long the patient was unable to test on his meter, if the patient made any recent changes to his diabetes care, when the symptoms started, if the patient has any other health conditions and the patient's diagnosis of the symptoms at the hospital. This complaint is being reported because the patient was unable to test his blood glucose for an unspecified period of time. The patient became symptomatic and was treated for hyperglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.